Manufacturer narrative:
The manufacturer previously that the dreamstation st30 device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. The cause of death was not provided. Review of this complaint confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.

Event description:
It was reported that the dreamstation st30 device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. The cause of death was not provided. At this time, the device was returned and a follow-up will be filed when the device evaluation has been completed.